Event description:
The lay user / patient contacted lifescan (lfs) another country on may 3, 2007, alleging an unspecified error message & that her meter would not power on, with a test strip, or by pressing down on the ok button. A medical affairs specialist (mas) sent follow up questions and obtained the following information: around 12:00pm one day earlier, the patient did not test her blood glucose and took 6 units of insulin and then ate soup with bread for lunch. At 12:45 pm while at work, she tested her blood glucose and obtained a 26.0 mmol/l (468 mg/dl) and was asymptomatic. Due to the elevated blood glucose reading, she increased her insulin from 6 units of humalog to 10 units; however, she claims that she did not have the insulin pen properly primed and thinks that the full dose of insulin was not administered. She left the used test strip in the meter. At 2:30 pm, she went to test her blood glucose (usual time to test) and noticed that the meter would not power on. The patient was asymptomatic at this time and claims the meter first gave her an unspecified error message and when she attempted to test again and the meter would not power on. Since she was unable to test her blood glucose and unsure what to eat, since she would normally eat a snack, bread with butter and a "diabetic marmalade" around this time, she ate a packet of crisps. At 5:30 pm, she felt hypoglycemic and confused and her husband took her home. She did not attempt to test on her lfs meter since it did not power on earlier that day; therefore, at home she tested on an unspecified meter and obtained a 1.7 mmol/l (30 mg/dl). Due to the low reading, she did not take her usual dosage and ate dinner, which consisted of fish and chips and she drank "fizzy" energy drink. After eating, her symptoms went away. She felt the reason she became hypoglycemic on the event day was due to the insulin pen not primed properly. She did not seek any medical attention or contact her physician for assistance. She tested at 9:00pm on an unspecified meter and obtained a 17.0 mmol/l (306 mg/dl) and took her usual night-time insulin at 10:00pm. The patient tests her blood glucose four times a day and administers insulin four times a day. Customer care advocate (cca) had the patient insert a clean test strip into the meter and the meter powered on. Cca had the patient run a quality control test and the test strips passed using the control solution. Cca sent the patient a replacement meter, strips and control solution. The complaint is being reported because the patient alleged she was unable to test her blood glucose due to the meter displaying an unspecified error message, and then not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject mete for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.